Manufacturer narrative:
Initial reporter facility name: (B)(6) health centre. Manufacturing facility - this device was manufactured at one of the two following manufacturing sites: baxter healthcare - cartago 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial cartago costa rica 30106 or baxter healthcare - dominican republic: carretera sanchez km 18.5 parque industrial itabo, piisa haina, san cristobal 91000 dominican republic. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set was leaking coming from the distal end. This issue occurred during priming. There was no patient involvement.

Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Pressure test, clear passage tests were performed and the results were not satisfactory. Priming was performed and a defect was observed in the gland of third y-site. The reported condition was verified. The cause of the condition was due to either flash generated per an incorrect closure of the mold, damage caused by the cavities or an incorrect set up of the molding machine during the manufacturing process. Should additional relevant information become available, a supplemental report will be submitted.